Manufacturer narrative:
B4: (B)(6) 2021. The customer confirmed the reported failure and replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Date of this report: 28jun2021. There was no patient involvement.

Event description:
The customer reported device is turning on by itself. The device was not in clinical use. No patient or user harm was reported. The customer swapped the displays and the issue follows the display. The remote service engineer (rse) advised customer to replace the user interface printed circuit board (pcba). Other information is still pending.